Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if any malfunction codes appeared again. No additional information was received regarding the outcome of the event.